Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three attempts have been made to request this information, however, no information has been received. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, a fiber optic sensor failure alarm occurred. The customer unplugged and reconnected the fiber optic cable several times without any improvement. Therapy was continued by using an arterial line to obtain the arterial pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a